Manufacturer narrative:
Concomitant medical device: 8110; 8015; bd 60 ml syringe; ICU medical microclave; PICC line; therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
It was reported that during a low dose heparin infusion (60ml syringe) infusing at 0.1 ml/hr, a leak was observed between the clear microclave attached to the 60 ml syringe and the syringe set. The line was used to keep the patient's IV access patent. No patient harm was reported.